Event description:
Reference number (B)(4). Event occurred in the united states. On 24th sep 2024, patient reported occlusion alarm leading to high bg. High bg was addressed using correction injection via mdi and boluses. Troubleshooting confirmed blockage in the tubing. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Event description:
To date no additional patient or event details have been received.